Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that via government agency, during surgery, an ophthalmic suture needle from two different batches found to be blunt. The procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report relates to two of two batch numbers identified from the same facility, corresponding to one of two separate events reported on different dates.